Event description:
Due to ambiguous packet of a product of the collets (connectors) on the thoretec ventricular assist device the potential exists to attach the wrong collet to the device. There are no visible markings or obvious written cautions in the literature to stress the significance of attaching the correct collet to the apropriate cannula and device. If the wrong collet is attached to the device the pt is at risk of sudden disconnection resulting in exsanguination or at the very least an add'l surgery to correct this error. Pt transplanted and devices discarded.